Manufacturer narrative:
The synergy ous mr 3.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the distal region. Struts were found to be lifted from their crimped position and pulled distally. The undamaged crimped stent was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 12-oct-2021. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and mildly calcified distal left anterior descending artery. A 3.50 x 38 synergy drug-eluting stent was advanced for treatment but it failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient condition was good. However, returned device analysis revealed stent damage.